Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv2203 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a 4fr solo PICC was removed on 10/11/20 as leaking and fractured at 11.5cm (inserted 29/1/19; 47cm and 5cm out; right bas).